Manufacturer narrative:
Product ID 977c290 lot# serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that stim was going to other parts of the patient's body and that stim didn't need to be in her legs but that's where she felt it. The patient met with a rep for an adjustment, and reported that after, she noticed more stim in her legs, but she decided to wait to see what would happen. The patient stated that she fell in (B)(6) 2019, and stated the issue is worse and there was only one position she could sleep in where she would feel stimulation. The patient stated the ins was depleting quicker than usual, and it would often be only 30% charged in the evening, versus 50-60% previously. The patient decreased the ins intensity and stated that this reduced the ins drain speed. The patient stated an MRI was done, and the hcp said the ins was in place, though the patient wasn¿t sure that it had not moved slightly. The patient planned to see their hcp the next day. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient that no steps were taken to resolved the issue. Patient was advised by the rep that stimulation felt in legs was already occurring prior to fall but did increase after fall. Rep checked connectivity issues and reported none. No reprogramming was conducted. Patient noted that there has been inability to utilize almost all leads since surgery date on (B)(6) 2019, due to lead placement. Patient also stated that pain management physician did look at leads under fluoroscopy for comparison. Rep have saved a picture viewed at the surgeon's office on a visit there. Pain management physician did indicate that leads appeared to be ok/intact. No further complications were reported or anticipated.